Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt participated in a (B)(6), 4-arm study at vertebral levels 1, 2, 3,or 4 to evaluate the clinical radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c3 c4 with pedicle screws at c3 and c4. Pt had been experiencing pain for 96 months and postoperatively pt experienced reflux/swallowing, requiring additional time. This complaint is for a screw and this is 5 of 5 complaints for the same study. This complaint is on the right 16 mm fixed angle screw at c4.